Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 7-10 x 30 mm acculink stent in the mildly calcified right internal carotid artery. One day post procedure, the patient experienced an episode of lightheadedness. No treatment was provided and the patient's condition resolved the same day. The patient was discharged to home on (B)(6) 2013. On (B)(6) 2013, approximately 3 weeks post procedure, the patient experienced an episode of dizziness upon standing and left upper and lower extremity numbness. No treatment was provided for the dizziness or numbness and the patient condition continues. No additional testing was performed and the status of the stent is not known. No additional information was provided.